Event description:
Pt reported being hospitalized in 2002 due to hypoglycemia and hyperglycemia. His normal range is 80-150 mg/dl. He indicated that his blood glucose level was normal since no longer using the infusion device. Pt reported being on injection therapy for 2-3 yrs. He did not provide any add'l info. Pt indicated that the infusion device was no longer in his possession, therefore, it will not be returned for evaluation. The pt indicated he would call back with further details once he received the hospital report. The pt was contacted to obtain add'l info, but contact was unsuccessful.

Manufacturer narrative:
H6: no product will be returned for evaluation.